Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 500 (mg/dl). While hospitalized, customer was treated with intravenous insulin and released two days later. No further information was provided on the reported event.